Manufacturer narrative:
(B)(4). Insulation damage was noted at 26.0cm from the connector pin, consistent with damage caused by bending of the lead in the field. A fracture of the svc conductor cables and the inner coil was noted at this location. This is consistent with the observation from the field of high hv and pacing lead impedance.

Event description:
It was reported that during follow-up in (B)(6) 2015, high, out of range high voltage lead impedance and fluctuating pacing impedance were observed. Fracture was suspected. The lead was explanted and replaced. There were no adverse consequences to the patient.